Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported that the sys was failing and displaying a communication failure error message. The sys was likely shutting down ro locking up. There is no report of pt injury associated with this event.